Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. .

Event description:
It was reported that the device 'misfired' overnight. The patient was monitored for two days following the misfire, and no further issues were noted. The patient will continue to be monitored and the device remains in use. No patient complications have been reported as a result of this event.